Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during replacement, the device could not be interrogated. The device was replaced. The patient&#38112;condition is fine after the event.